Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange due to concern with product, "discomfort, pain, was radiated and has a baker 3 capsular contracture and much tighter than the left side." Device was explanted.